Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5. B3: the event occurred in mid-october.

Event description:
Additional information was received from the customer stating the weak air/water supply was detected during preparation for use in mid-october. The exact date is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and no deformation of the nozzle was observed. The likely cause of the reported event is due to insufficient or in adequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water supply from the subject device was weak. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was clogging the nozzle of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was clogging the nozzle of the device due to insufficient cleaning. The reported issue (weak air/water supply) was confirmed during testing. The air supply volume and water removal ability did not meet standard value due to clogging of the nozzle. In addition, the adhesive on the bending section cover was chipped due to chemical/physical stress and was cloudy, the universal cord was wrinkled and scratched due to handling, the protector of the universal cord was scratched due to handling, the adhesive on the objective lens and light guide lens was cloudy due to handling, and the distal end cover was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.